Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a red, splotchy, itchy rash under the left therapy electrode, with no open areas. The patient's physician prescribed clotrimazole cream. The irritation improved after using the prescribed clotrimazole cream.